Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a lobectomy procedure, during closing of "broncins", the device was properly fired, but it wasn't closed on whole length of the staple line. They over sewed the line to resolved the issue.